Event description:
During device evaluation by baxter (B)(4), it was discovered that the pumphead module channel c failed 14.5 psig back pressure test. This condition has the potential to cause an interruption of delivery. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.63.92, categorized as remediated.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Incorrect occurence date of (B)(6) 2011 was listed, this has been changed to the correct date of (B)(6) 2011. The device was received by baxter for evaluation and the reported condition was confirmed in the event history but not duplicated. The cause of the event is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.